Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the cable to the monopolar curved scissors instrument broke. The surgeon continued with another instrument, however, the procedure was delayed by 1.5 hrs. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that one grip close cable is broken at the distal idlers, allowing the pulley to spin freely. The other cables at wrist are not damaged. Cable wear on the pulleys, combined with high blade closing force, most likely contributed to breakage. Engineering also observed the distal end of main tube has a 3.5 inch long section directly above the tube extension with light material removed. The damaged area is parallel to the tube axis and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. The tube extension is missing half of the orange coating, possibly due to exposure to harsh cleaning agents. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd.